Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported that the patient's pads are dry at night and only their underwear are wet which is an improvement. Caller said during the day the patient has to catheterize every time they go to the bathroom, is still wet and doesn't get the urge. Patient is on program a at 6.5.  Patient has an appointment with hcp in (B)(6) 2021.